Event description:
It was reported that the patient underwent a sling procedure in 2005. At one week post operatively, the patient developed urinary retention. Twelve days later the physician cut the tape and performed a cystoscopy.